Event description:
Report received of an over-delivery. The pump was reported to deliver 5mgs of an unknown medication when programmed to deliver 1mg every 6 hours. The customer contact was unable to provide specific patient event, medication, or pump setting information. There was no reported adverse patient effect. No medical interventions were required. Though requested, no further information was available.